Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door had failed and had not been able to recover it. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 16273173 was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door had failed and had not been able to recover it. The field service engineer (fse) tested the tower door, confirmed that the door produced multiple clicking sounds during access, removed the latch column from the tower, and removed the latch assembly. The fse replaced the latch assembly with a new soldered two-wire connection assembly, reassembled the tower components, restarted the station, and completed the required diagnostic testing. The system functioned as intended after field service engineer repaired the device.